Event description:
A resident was being lifted into the tube with a floor lift. While the floor lift was at its highest point, the caregiver manually lifted the resident over tub lip. Then, the device's front caster pressed against the tub's front leg and the floor lift tipped into the tube. The resident sustained a laceration on left forehead on which a "steril strip" was applied.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh (B)(4) inc., (B)(4). MFR complaint number: (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4) ltd (under registration #(B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted under registration (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.